Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00391. This report is being submitted as additional information. Approximate age of device - 3 years and 7 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the suspected thrombus could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2018. The device had low flow alarms and was suspected to have thrombosis. Pump support was discontinued on (B)(6) 2018 and the patient subsequently expired 2 days later.